Event description:
Reporter indicated that the pt's device was registering high impedance. All attempts for further info, and to have a copy of x-rays forwarded to the MFR for review, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.